Event description:
The customer returned device to olympus for repair stating the device had artifacts/flittering in the image. The event occurred during the control of the device before use. The procedure was completed with a similar device present at customer site. There was no harm or user injury reported.

Manufacturer narrative:
Evaluation did not find any artifacts in the image, but did find camera head has a twisted cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to e3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it¿s likely the flickering video image was due to a broken cable. The root cause of the broken cable was unable to be identified. Olympus will continue to monitor field performance for this device.